Event description:
Pt admitted with pain and instability of the right femur. The pt originally underwent orif of bilateral femur fractures sustained in mva 1999. Pt later required replating of the right femur due to broken plate in march 2000. The pt apparently was doing well when 4-5 days prior to admission the pt turned over in bed and heard a click. One day prior to admission pt was doing rom exercises and heard another click. This was followed by pain and instability of the right femur. On the event date the pt had surgery for removal of broken plate and orif of delayed union fracture with compression plate and bone grafting.